Event description:
The customer's mother stated, that the customer was taken to the emergency room for high blood glucose. The mother reported, a blood glucose reading of 500 mg/dl during the phone call. The customer was also nauseated and vomiting prior to being taken to the hospital. The customer changed the infusion set two days prior to the event and was scheduled to change it again the same day of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test, but the mother did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.